Event description:
A malfunction was reported by a caller regarding a tandem pump, identified as malfunction 199. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and advised to contact support if the issue reappears.